Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to urinary incontinence and cystourethrocele. Post insertion patient experienced pain, infection, recurrence, dyspareunia and urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted along with the concurrent procedures of anterior repair and suburethral sling. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that mesh was implanted due to urinary incontinence and cystourethrocele. Post insertion the patient experienced pain, infection, recurrence, dyspareunia and urinary problems.